Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem of "separated tubing from the luer lock". Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, the sample will not be returned to baxter for evaluation. Therefore, the reported condition of "separated tubing" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.

Event description:
It was reported to baxter healthcare that the customer received one (1) ce intermate sv100 device with the end of the tubing separated from the device. There is no patient involvement. No additional information is available. This is report 1 of 3 with the same reported problem from this facility.